Event description:
The lead had migrated causing arm pain. The pt used another stimulation program to avoid that pain. The pt felt intermittent stimulation for 2 days. The pt was traveling and her luggage was lost, so she was unable to turn stimulation off. Add'l info has been requested. A follow-up will be submitted if add'l info becomes available.